Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited invalid diagnostics message alert during a routine interrogation check. The patient was in good condition. The diagnostics was cleared and would be followed normally with scheduled follow ups.